Manufacturer narrative:
Date of event: specific date is unknown, event occurred in the last six to nine months. PMA/510(k) # exempt. Patient code: (B)(4); additional procedure required to replace the chest tube. Evaluation results: a review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. A lot could number not be provided from the customer; therefore, a non-conformance review and device history review could not be performed. A review of the design controls, manufacturing instructions, quality control and specification documents was performed. There is no evidence the device was not manufactured to specifications. The validation details the operational and performance qualifications for mac-loc assembly proximal attachments, including a leak test. Per previous investigation, the root causes have been attributed to the mac-loc body thread dimensions being at the high end of tolerance and assemblers being unable to consistently control suture location. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment no further action is required at this time. This report includes relevant information known at the time of submission. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ultrathane mac-loc locking loop multipurpose drainage set was utilized for a pneumothorax procedure sometime in the last six to nine months, the catheter separated from the hub approximately 2 to 48 hours after it had been inserted in to the patient at the second to third intercostal space. As a result the physician replaces the chest tube drainage catheter with a like device. The complainant reported there were not any other adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. A review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The clinical assessment determined that in this event, hub separation could potentially cause a pneumothorax that may result critical harm. Without visual, dimensional, and/or functional testing of the product, we are unable to rule out if this event was related to a manufacturing issue. At this time, the most probable causes of this event are patient environment, patient behavior, device maintenance and/or device failure related. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Appropriate measures have been initiated to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.